Manufacturer narrative:
Analysis: visual examination of the returned device identified several felt pledgets attached to the outflow of the sewing ring. The valve was measured to be 27mm, as labeled. Green and white monofilament sutures are present around the sewing ring. All leaflets are slightly stiff, but flexible. Tan pannus remains attached to the inflow and outflow aspects of the sewing ring and pledgets. Review of the device history record shows that the valve met manufacturing specifications when released for distribution. Conclusion: reduced performance/lack of effectiveness likely related to implant technique. Analysis did not identify a malfunction that would have caused or contributed to the reported event. Device explanted and replaced without reported adverse patient effects.

Event description:
Medtronic received information that this bioprosthetic mitral valve was removed due to paravalvular leak. The patient had a reported history of healed endocarditis. It was reported that the patient was inappropriately sized during the initial implant, which is suspected to be the cause for the leak. No adverse patient effects were reported.